Event description:
The customer alleged that they were working on the bed with hi-lo braces installed. The eyelet on the head hi-lo broke and head hi-lo dropped. There was no injures.

Manufacturer narrative:
Tech inspected the bed and found the safety blocks were installed and the head hi-lo cylinder eyebolt had broken at the rod connection. The account is installing a new had hi-lo cylinder.